Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facs¿ sample prep assistant iii leaked sheath fluid outside of the instrument. There was no adverse impact to the user or patient. The following information was provided by the initial reporter: "customer stated wash tower is flooding". Are you using this product for clinical diagnostic test? "Yes". Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that was leaked? "Sheath". What is the source of leak -- waste line or non-waste line? "Non". Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was there spray or fluid under pressure? No.

Event description:
It was reported that the bd facs¿ sample prep assistant iii leaked sheath fluid outside of the instrument. There was no adverse impact to the user or patient. The following information was provided by the initial reporter: "customer stated wash tower is flooding" are you using this product for clinical diagnostic test? "Yes." Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that was leaked? "Sheath." 4. What is the source of leak -- waste line or non-waste line? "Non." 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. 7. Was there spray or fluid under pressure? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station is overflowing manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 18mar2021 to date 18mar2022 (rolling 12 months) complaint trend: there are 16 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 18mar2021 to date 18mar2022 (rolling 12 months) investigation result / analysis: per fse report: customer reported the wash station is overflowing. Inspected waste filter and retractable spring inside fitting was broken and turned sideways blocking flow. Replaced waste filter fitting with user owned fitting. All tests passed. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: 10sep2009. Defective part number: not reported work order notes: subject / reported: wash station was overflowing. Problem description: wash station overflowing . Cause: broken spring in filter fitting. Work performed: replaced filter fitting. Solution: replaced filter fitting. Returned sample evaluation: did not request return of defective part. Manufacturing device history record (DHR) review: review of the DHR for serial number:(B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control:afap. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s report the root cause was a broken spring in the filter fitting. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflowing. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety. H3 other text : see h.10.